Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: brown particles in the fill channel leak test and microscopic analysis were performed which identified: striated opening on radius. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.